Manufacturer narrative:
Investigation summary: a complaint of a set missing the cap at the end of the tubing was received from the customer. No product or photo was returned by the customer. The customer complaint of misassembly could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 21033172 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set was missing the cap at the end of the tubing. The following information was provided by the initial reporter: "one of our clinical experts reported to me that we had an alaris pump tubing that did not have a cap at the end of the tubing."